Event description:
It was reported that the patient underwent a total hip revision in (B)(6) 2011. Revision was performed on (B)(6) 2012 due to acetabular cup loosening. The acetabular liner was removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Associated package insert states under possible adverse effects; "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, and/or excessive, unusual and/or awkward movement and/or activity."